Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the spouse reported that the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient received a cgm reading of 80 mg/dl and experienced unspecified hypoglycemia symptoms. No bg was checked at that time. The patient attempted to treat with carbohydrates while driving. He became disoriented and stopped in the middle of the road and was approached by a police officer. The patient was treated with more carbohydrates and 911 and the spouse were called. When emergency medical service (ems) arrived, the cgm reading was 65 mg/dl while the bg was 40 mg/dl. The patient was given IV fluids with glucose by ems and transported to the hospital. No further medical intervention was provided for hypoglycemia at the hospital. The bg at the hospital was 150 mg/dl without mention of cgm reading. After 4 hours, the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.